Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not populating on cabinet level. A technical support specialist (tss) found that the visit was marked inactive for the station because of inactivity. Tss directed the customer to increase the ¿admission inactivity days¿ setting to 30 and confirmed that the visit then appeared on the station. Tss received permission to close from the customer after the issue got resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was in pyxis server but not populating at the cabinet level. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.